Event description:
A distributor from france reported that a customer's pump had a cracked or shattered touchscreen, rendering it non-functional and unreadable. There was no information available regarding the blood glucose value, but there was no indication of any adverse impact on the customer's blood glucose level. Efforts to start the pump by using tandem cables were unsuccessful, and arrangements were made for the pump's return and replacement, with a new pump being prepared for the customer.